Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Transesophageal echocardiogram (tee) was used intra-procedure. Heparin was given. A watchman trusteer access system (was) was advanced into the left atrium. A 31 mm watchman flx pro closure device and delivery system (wds) was inserted, advanced and deployed. While assessing the closure device for release criteria, a small thrombus on the tip of the was was noted. While waiting for the activated clotting time (act) result, the was was aspirated but the physicians were unable to get the thrombus back into the sheath. The closure device was released and implanted after meeting release criteria. The physicians attempted to aspirate the was again while pulling the core wire back into the wds hoping to catch any thrombus if it dislodged. Still no thrombus was retrieved. An additional heparin bolus was given in response to the thrombus. Once the wds was out of the was, physicians attempted to aspirate once more, and thrombus was able to be retrieved. The was was removed from the patient and the groin access site closed. The final act result was 288 seconds. The procedure was concluded. The patient has been discharged.